Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionable tina-quant d-dimer results on their integra 800 analyzer. The patient's initial d-dimer result from the integra 800 was 0.5 ug feu/ml and it was reported outside the laboratory. The patient's sample was sent to another laboratory and tested on a stago analyzer and the result was 0.5 ug feu/ml. The sample was then sent to a third laboratory and tested on siemens innovance bcs analyzer and the result was 3.0 ug feu/ml. The sample was then sent to a fourth laboratory and tested using a siemens innovance ca 7000 analyzer and the result was 3.3 ug feu/ml. The patient was not adversely affected by this event. Until now, no deep venous thrombosis was detected. The d-dimer reagent lot number and expiration date were not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient samples were returned for investigation. Testing was performed and nonspecific reactions were not observed in the samples. Dilution studies indicated a good linearity in the samples. The investigation determined that the integra results were correct. Quality controls and the analyzer performed within specification. There was no device malfunction.